Event description:
The customer reported that multiple patients had septic outcomes when using an evis exera iii duodenovideoscope for an endoscopic retrograde cholangiopancreatography (ercp). The therapeutic procedure was completed with the same device. Additional information regarding treatment/medical intervention was requested but not available at this time. This report is linked to patient identifiers: (B)(4).